Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure delivery was out of specification. The customer is not returning the device for evaluation. They have had no further issues with the device. They were unable to re-create the issue. No repairs will be done to the device.

Event description:
The manufacturer received information alleging a ventilator's pressure delivery was out of specification. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.